Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. On an unreported date, the pt was hospitalized for another indication. Two to three weeks after hospitalization, the pt experienced blood pressure complications and passed away. Pd therapy was ongoing until the time of death however the pt was not performing therapy with the hc at the time of death. An autopsy was performed and the results were pending. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). An event history log review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted

Manufacturer narrative:
(B)(4): the device was received for evaluation by the baxter product analysis laboratory (pal). A review of the device history record was performed and no issues were found related to the reported problem. The service history indicated the device had not been serviced in more than one year. A review of the event history log was performed with no issues found related to the reported event. There were no keystrokes, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. A visual inspection was performed with no issues found that were related to the reported event. The power on self-test was successfully performed. A one hour simulated therapy was successfully performed. Per baxter product analysis laboratory (pal) evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a follow-up will be submitted.